Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular lead had a sudden increase in impedance that was high and undefined. The svc coil also had a fracture. The right ventricular (rv) coil also had a steady rise with variable impedances. Now, the rv coil impedance is high and undefined. The rv coil is also fractured. The physician decided to turn off therapies and leave on detections. The rv pacing impedance out of range alert was left on since there had been a new pacing lead added and now there is an rvtip to rv coil impedance alert. This is because the applies to both rvbipolar and rvtip to rvcoil impedances. The lead remains in use. No patient complications have been reported as a result of this event.